Manufacturer narrative:
H.6. Investigation summary: three customer photos were received for review and analysis. The photos verify a lipout on the top edge of the tube. Based on the review of the photos, bd is able to confirm the customers reported defect. Bd was unable to determine a root cause. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the customer report that the lip of the tube is deformed. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the lip of a tube was found to be deformed upon opening the cap.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the customer report that the lip of the tube is deformed. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the lip of a tube was found to be deformed upon opening the cap.